Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   A photograph of the provisional head was provided. Visual examination identified that the provisional was attached to a drill bit and exhibited damage from the disengagement process. No further evaluation could be performed using the image provided. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon trialed the head on an avenir complete stem, the trial head got stuck. He tried using a head impactor to hit it off, then ended up having to remove it by drilling through the top with a corkscrew. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available